Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found signs of damage on helix housing (appeared to be from a grasping tool) and also the distal shell with drug collar is missing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any other abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of high pacing impedance, under-sensing, high-capture-threshold, low amplitude or poor morphology and helix extension/retraction difficulty. The observed damage on helix housing is not deemed to indicate product defect or malfunction, but likely occurred during normal use of the product.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant, when this right ventricular (rv) lead went through, the patient went into p-wave asystole. It was managed to capture on the rv prior to helix deployment. Reportedly, the ez tool was used and had over 30 turns with no helix deployment, a few seconds later, a rescreening was done and the helix was deployed. In addition, it was noted that the pacing threshold was high, there were low amplitude r-waves and the pacing impedance was high within normal limits. The rv lead also exhibited undersensing. Subsequently, the lead was removed prior to pocket closure and another lead was successfully implanted to complete the procedure. No additional adverse patient effects. The product was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) implant, when this right ventricular (rv) lead went through, the patient went into p-wave asystole. It was managed to capture on the rv prior to helix deployment. Reportedly, the ez tool was used and had over 30 turns with no helix deployment, a few seconds later, a rescreening was done and the helix was deployed. In addition, it was noted that the pacing threshold was high, there were low amplitude r-waves and the pacing impedance was high within normal limits. The rv lead also exhibited undersensing. Subsequently, the lead was removed prior to pocket closure and another lead was successfully implanted to complete the procedure. No additional adverse patient effects. The product was returned for analysis.